Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - ni, brand name ¿ ni, device info - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Information was received based on review of a journal article titled, "the five-year radiological results of the uncemented oxford medial compartment knee arthroplasty" which aimed to examine the functional outcomes and faster recovery with few complications of the cementless unicompartmental knee arthroplasty and to investigate the frequency of radiolucent lines on radiographs compared to a cemented unicompartmental knee. A patient was identified in the article that underwent a revision procedure approximately sixteen months post-implantation due to dislocation. The polyethylene bearing was removed and replaced. There has been no further information provided and the patient outcome is unknown.